Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this newly implanted right ventricular (rv) defibrillation lead was surgically repositioned due to low shock impedance measurements around 34 ohms and low pace impedance measurements in the 300-318 ohms range. There was no evidence of insulation damage, and the rv lead was mid-septum. Following the lead revision, all measurements were good. This rv lead remains in service. No additional adverse patient effects were reported.